Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('severe pelvic pain'), cutaneous t-cell lymphoma stage I ('she was hospitalized in order to evaluate stage 1 mycosis fongoides'), benign breast neoplasm ('an unusual lump in her breasts') and accessory cardiac pathway ('bundle of kent (history of wolff parkinson white syndrome)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in (B)(6) 2013, rubella virus test positive in 2013, toxoplasmosis in 2013, syphilis test negative in 2013, hepatitis b surface antibody negative in 2013, hiv negative in 2013, wolff-parkinson-white syndrome (about one episode per year) in 2009, gravida I, anemia (complications on pregnancy), urinary tract infection (complications on pregnancy), vaginal infection (complications on pregnancy), endometritis infection (complications on pregnancy), allergy to metals (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons), pruritus (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin swelling (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin infection pyogenic (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), tobacco poisoning (1 pack/yeae), spontaneous abortion, parity 1, elective abortion and multi gravida. Previously administered products included for contraceptive: cerazette. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pruritus ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), skin discolouration ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), alopecia ("lose significantly her hair") and tinea versicolour ("tinea versicolor"). On (B)(6) 2014, the patient experienced accessory cardiac pathway (seriousness criterion medically significant), 3 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced abdominal pain lower ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region"), genital haemorrhage ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region") and dyspareunia ("significant pain during intercourse"). On (B)(6) 2016, the patient experienced kyphosis ("kyphosis"). On (B)(6) 2017, the patient was found to have cutaneous t-cell lymphoma stage I (seriousness criterion hospitalization). On (B)(6) 2017, the patient was found to have benign breast neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), metrorrhagia ("significant bleeding well beyond cycles"), headache ("intense frontal headaches, but of irregular frequency, in particular nocturnal"), adenomyosis ("adenomyosis"), fatigue ("chronic, overwhelming and disabling fatigue"), carpal tunnel syndrome ("carpal tunnel with peripheral neurogenic involvement of the cervical c6 and c8-d1 right and c7 left with minimal sign of chronic denervatio") with arthralgia, scoliosis ("scoliosis"), nausea ("nausea"), dizziness ("dizziness"), balance disorder ("loss of balance"), disorientation ("spatial temporal disorientation"), speech disorder ("speech disorders"), neck pain ("neck pain requiring the wearing of a cervical collar"), disturbance in attention ("concentration disorders"), memory impairment ("memory problems such as forgetting recent conversations"), loss of libido ("major drop in libido"), mood swings ("mood swings"), insomnia ("sleeping troubles") and migraine ("intense migraine") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with bromazepam (lexomil), escitalopram oxalate (seroplex), oral contraceptive nos, immobilization (cervical collar) and surgery (essure removal via hysterectomy and bilateral salpingectomy on (B)(6) 18, left mastectomy on (B)(6) 2018 and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cutaneous t-cell lymphoma stage I, abdominal pain lower, back pain, metrorrhagia, dyspareunia, pruritus, headache, adenomyosis, uterine leiomyoma, benign breast neoplasm, accessory cardiac pathway, skin discolouration, alopecia, tinea versicolour, carpal tunnel syndrome, kyphosis, scoliosis, nausea, disorientation, speech disorder, neck pain, disturbance in attention, memory impairment, loss of libido, mood swings and insomnia outcome was unknown, the genital haemorrhage, fatigue, dizziness and balance disorder had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, accessory cardiac pathway, adenomyosis, alopecia, back pain, balance disorder, benign breast neoplasm, carpal tunnel syndrome, cutaneous t-cell lymphoma stage I, disorientation, disturbance in attention, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, kyphosis, loss of libido, memory impairment, metrorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pruritus, scoliosis, skin discolouration, speech disorder, tinea versicolour and uterine leiomyoma to be related to essure. No further causality assessment were provided for the product. The reporter commented: the practitioner then advised the patient to keep a contraceptive process for a period of three months after essure was implanted. Physician prescribed antifungal treatment to tinea versicolor. She was hospitalized from (B)(6) 2017 to (B)(6) 2017 in order to evaluate stage 1 mycosis fongoides, the results of the examinations were reassuring, and did not show abt tumor on the organs or in the patient¿s lymph nodes. However, the oncologist claimed that the uterine implants were the cause of the disease and encouraged her to consult with the gynecology department. At the end of her hospitalization on (B)(6) 2017, the doctor evoked hypogastric sensitivity during the stay and questioned the implants as the possible cause. The date of MRI performed which showed a myomatous uterus result was contradictory, it might be likely late 2017 or early 2018. She intake lutenyl on (B)(6) 2019, after essure removal procedural. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: showed a myomatous uterus. Magnetic resonance imaging spinal - on (B)(6) 2015: showed degenerative discopathy from c4-c7. Mammogram - on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left.. Pathology test - on (B)(6) 2017: the biopsy showed a mainly monoclonal t population. Diagnosed stage 1 mycosis fongoides, a rare disease. She concluded that it was a cancerous pathology caused by t lymphocytes.; on (B)(6) 2017: a histological appearance in agreement with a complex sclerosing lesion that was not malignant.. Ultrasound breast - on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm on 01-dec-2020. The most recent information was received on 11-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), cutaneous t-cell lymphoma stage I ('she was hospitalized in order to evaluate stage 1 mycosis fongoides'), benign breast neoplasm ('an unusual lump in her breasts') and accessory cardiac pathway ('bundle of kent (history of wolff parkinson white syndrome)') in a 40-year-old female patient who had essure (batch no. B21573) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in (B)(6) 2013, rubella virus test positive in 2013, toxoplasmosis in 2013, syphilis test negative in 2013, hepatitis b surface antibody negative in 2013, hiv negative in 2013, wolff-parkinson-white syndrome (about one episode per year) in 2009, anemia (complications on pregnancy), urinary tract infection (complications on pregnancy), vaginal infection (complications on pregnancy), endometritis infection (complications on pregnancy), allergy to metals (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons), pruritus (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin swelling (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin infection pyogenic (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), tobacco poisoning (1 pack/yeae), spontaneous abortion, parity 5, elective abortion and multi gravida. Previously administered products included for contraceptive: cerazette. Concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pruritus ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), skin discolouration ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), alopecia ("lose significantly her hair") and tinea versicolour ("tinea versicolor"). On (B)(6) 2014, the patient experienced accessory cardiac pathway (seriousness criterion medically significant), 3 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced abdominal pain lower ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region"), genital haemorrhage ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region") and dyspareunia ("significant pain during intercourse"). On (B)(6) 2016, the patient experienced kyphosis ("kyphosis"). On (B)(6) 2017, the patient was found to have cutaneous t-cell lymphoma stage I (seriousness criterion hospitalization). On (B)(6) 2017, the patient was found to have benign breast neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), carpal tunnel syndrome ("carpal tunnel with peripheral neurogenic involvement of the cervical c6 and c8-d1 right and c7 left with minimal sign of chronic denervatio") with arthralgia, back pain ("back pain"), metrorrhagia ("significant bleeding well beyond cycles"), headache ("intense frontal headaches, but of irregular frequency, in particular nocturnal"), adenomyosis ("adenomyosis"), fatigue ("chronic, overwhelming and disabling fatigue / fatigue"), scoliosis ("scoliosis"), nausea ("nausea"), dizziness ("dizziness"), balance disorder ("loss of balance"), disorientation ("spatial temporal disorientation"), speech disorder ("speech disorders"), neck pain ("neck pain requiring the wearing of a cervical collar"), disturbance in attention ("concentration disorders"), memory impairment ("memory problems such as forgetting recent conversations"), loss of libido ("major drop in libido"), mood swings ("mood swings"), insomnia ("sleeping troubles"), migraine ("intense migraine") and abdominal pain upper ("stomach aches") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with bromazepam (lexomil), escitalopram oxalate (seroplex), oral contraceptive nos, immobilization (cervical collar) and surgery (essure removal via hysterectomy and bilateral salpingectomy on (B)(6) 2018, left mastectomy on (B)(6) 2018 and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cutaneous t-cell lymphoma stage I, benign breast neoplasm, carpal tunnel syndrome, abdominal pain lower, back pain, metrorrhagia, dyspareunia, pruritus, headache, adenomyosis, uterine leiomyoma, accessory cardiac pathway, skin discolouration, alopecia, tinea versicolour, kyphosis, scoliosis, nausea, disorientation, speech disorder, neck pain, disturbance in attention, memory impairment, loss of libido, mood swings, insomnia and abdominal pain upper outcome was unknown, the genital haemorrhage, fatigue, dizziness and balance disorder had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, accessory cardiac pathway, adenomyosis, alopecia, back pain, balance disorder, benign breast neoplasm, carpal tunnel syndrome, cutaneous t-cell lymphoma stage I, disorientation, disturbance in attention, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, kyphosis, loss of libido, memory impairment, metrorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pruritus, scoliosis, skin discolouration, speech disorder, tinea versicolour and uterine leiomyoma to be related to essure. The reporter commented: the practitioner then advised the patient to keep a contraceptive process for a period of three months after essure was implanted. Physician prescribed antifungal treatment to tinea versicolor. She was hospitalized from (B)(6) 2017 to (B)(6) 2017 in order to evaluate stage 1 mycosis fongoides, the results of the examinations were reassuring, and did not show abt tumor on the organs or in the patient¿s lymph nodes. However, the oncologist claimed that the uterine implants were the cause of the disease and encouraged her to consult with the gynecology department. At the end of her hospitalization on (B)(6) 2017, the doctor evoked hypogastric sensitivity during the stay and questioned the implants as the possible cause. The date of MRI performed which showed a myomatous uterus result was contradictory, it might be likely late 2017 or early 2018. She intake lutenyl on (B)(6) 2019, after essure removal procedural. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Gynaecological examination - on (B)(6) 2014: a control examination concluded that the implants were correctly positioned. Magnetic resonance imaging - on an unknown date: showed a myomatous uterus. Magnetic resonance imaging spinal - on (B)(6) 2015: showed degenerative discopathy from c4-c7. Mammogram - on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left.. Pathology test - on (B)(6) 2017: the biopsy showed a mainly monoclonal t population. Diagnosed stage 1 mycosis fongoides, a rare disease. She concluded that it was a cancerous pathology caused by t lymphocytes.; on (B)(6) 2017: a histological appearance in agreement with a complex sclerosing lesion that was not malignant.. Ultrasound breast - on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: a new reporter type (lawyer), patient´s weight and height, the essure lot number and concomitant conditions were provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm on 01-dec-2020. The most recent information was received on 07-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), cutaneous t-cell lymphoma stage I ('she was hospitalized in order to evaluate stage 1 mycosis fongoides'), benign breast neoplasm ('an unusual lump in her breasts') and accessory cardiac pathway ('bundle of kent (history of wolff parkinson white syndrome)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in (B)(6)2013, rubella virus test positive in 2013, toxoplasmosis in 2013, syphilis test negative in 2013, hepatitis b surface antibody negative in 2013, hiv negative in 2013, wolff-parkinson-white syndrome (about one episode per year) in 2009, anemia (complications on pregnancy), urinary tract infection (complications on pregnancy), vaginal infection (complications on pregnancy), endometritis infection (complications on pregnancy), allergy to metals (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons), pruritus (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin swelling (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin infection pyogenic (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), tobacco poisoning (1 pack/year), spontaneous abortion, parity 5, elective abortion and multi gravida. Previously administered products included for contraceptive: cerazette. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pruritus ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), skin discolouration ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), alopecia ("lose significantly her hair") and tinea versicolour ("tinea versicolor"). On (B)(6)2014, the patient experienced accessory cardiac pathway (seriousness criterion medically significant), 3 months 20 days after insertion of essure. In (B)(6)2014, the patient experienced abdominal pain lower ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region"), genital haemorrhage ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region") and dyspareunia ("significant pain during intercourse"). On (B)(6)2016, the patient experienced kyphosis ("kyphosis"). On (B)(6)2017, the patient was found to have cutaneous t-cell lymphoma stage I (seriousness criterion hospitalization). On (B)(6)2017, the patient was found to have benign breast neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), carpal tunnel syndrome ("carpal tunnel with peripheral neurogenic involvement of the cervical c6 and c8-d1 right and c7 left with minimal sign of chronic denervatio") with arthralgia, back pain ("back pain"), metrorrhagia ("significant bleeding well beyond cycles"), headache ("intense frontal headaches, but of irregular frequency, in particular nocturnal"), adenomyosis ("adenomyosis"), fatigue ("chronic, overwhelming and disabling fatigue / fatigue"), scoliosis ("scoliosis"), nausea ("nausea"), dizziness ("dizziness"), balance disorder ("loss of balance"), disorientation ("spatial temporal disorientation"), speech disorder ("speech disorders"), neck pain ("neck pain requiring the wearing of a cervical collar"), disturbance in attention ("concentration disorders"), memory impairment ("memory problems such as forgetting recent conversations"), loss of libido ("major drop in libido"), mood swings ("mood swings"), insomnia ("sleeping troubles"), migraine ("intense migrane") and abdominal pain upper ("stomach aches") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was hospitalized from (B)(6)2017. The patient was treated with bromazepam (lexomil), escitalopram oxalate (seroplex), oral contraceptive nos, immobilization (cervical collar) and surgery (essure removal via hysteriectomy and bilateral salpingetomy on (B)(6)2018, left mastectomy on (B)(6)2018 and ablation). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, cutaneous t-cell lymphoma stage I, benign breast neoplasm, carpal tunnel syndrome, abdominal pain lower, back pain, metrorrhagia, dyspareunia, pruritus, headache, adenomyosis, uterine leiomyoma, accessory cardiac pathway, skin discolouration, alopecia, tinea versicolour, kyphosis, scoliosis, nausea, disorientation, speech disorder, neck pain, disturbance in attention, memory impairment, loss of libido, mood swings, insomnia and abdominal pain upper outcome was unknown, the genital haemorrhage, fatigue, dizziness and balance disorder had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, accessory cardiac pathway, adenomyosis, alopecia, back pain, balance disorder, benign breast neoplasm, carpal tunnel syndrome, cutaneous t-cell lymphoma stage I, disorientation, disturbance in attention, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, kyphosis, loss of libido, memory impairment, metrorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pruritus, scoliosis, skin discolouration, speech disorder, tinea versicolour and uterine leiomyoma to be related to essure. The reporter commented: the practitioner then advised the patient to keep a contraceptive process for a period of three months after essure was implanted. Physician prescribed antifungal treatment to tinea versicolor. She was hospitalized from (B)(6)2017 in order to evaluate stage 1 mycosis fongoides, the results of the examinations were reassuring, and did not show abt tumor on the organs or in the patient¿s lymph nodes. However, the oncologist claimed that the uterine implants were the cause of the disease and encouraged her to consult with the gynecology department. At the end of her hospitalization on (B)(6)2017, the doctor evoked hypogastric sensitivity during the stay and questioned the implants as the possible cause. The date of MRI performed which showed a myomatous uterus result was contradictory, it might be likely late 2017 or early 2018. She intake lutenyl on (B)(6)2019, after essure removal procedural. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6)2014: a control examination concluded that the implants were correctly positioned. Magnetic resonance imaging - on an unknown date: showed a myomatous uterus. Magnetic resonance imaging spinal - on (B)(6)2015: showed degenerative discopathy from c4-c7. Mammogram - on (B)(6)2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. Pathology test - on (B)(6)2017: the biopsy showed a mainly monoclonal t population. Diagnosed stage 1 mycosis fongoides, a rare disease. She concluded that it was a cancerous pathology caused by t lymphocytes.; on (B)(6)2017: a histological appearance in agreement with a complex sclerosing lesion that was not malignant. Ultrasound breast - on (B)(6)2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: medical history was updated from parity 1 to parity 5, gravida 1 was deleted; onset date of event "an unusual lump in her breasts" was updated from (B)(6)2017 to (B)(6)2017; new information were added lab data and stomach aches on event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm on 01-dec-2020. The most recent information was received on 18-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), cutaneous t-cell lymphoma stage I ('she was hospitalized in order to evaluate stage 1 mycosis fongoides'), benign breast neoplasm ('an unusual lump in her breasts') and accessory cardiac pathway ('bundle of kent (history of wolff parkinson white syndrome)') in a 40-year-old female patient who had essure (batch no. B21573) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression on (B)(6) 2016 (sick leave), cervicobrachialgia in february 2015, cervical intraepithelial neoplasia I (colposcopy (B)(6) 2014 showed cin 1) on (B)(6) 2013, rubella virus test positive in 2013, toxoplasmosis in 2013, syphilis test negative in 2013, hepatitis b surface antibody negative in 2013, hiv negative in 2013, caesarean section on 9-jun-2013, uterine fibroma (3 cm) on (B)(6) 2013, scoliosis (worsening of lumbar lordosis in (B)(6) 2014) in 2010, wolff-parkinson-white syndrome (about one episode per year) in 2009, anemia (complications on pregnancy), urinary tract infection (complications on pregnancy), vaginal infection (complications on pregnancy), endometritis infection (complications on pregnancy), pruritus (costume jewelry caused violent infections reaction on skin), skin swelling (allergic to costume jewelry), skin infection pyogenic (allergic to costume jewelry), tobacco poisoning (1 pack/yeae), spontaneous abortion (2), parity 5, elective abortion (3) and multigravida (10). Previously administered products included for contraceptive: cerazette. Concurrent conditions included allergy to metals (since adolescence allergic to costume jewelry, belt buckles, jeans buttons). Concomitant products included bromazepam (lexomil) since (B)(6) 2016 and escitalopram oxalate (seroplex) since (B)(6) 2016 for depression. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced skin discolouration ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe / skin disorder") and alopecia ("lose significantly her hair"). On (B)(6) 2014, the patient experienced accessory cardiac pathway (seriousness criterion medically significant), 3 months 20 days after insertion of essure. On (B)(6) 2014, the patient experienced tinea versicolour ("tinea versicolor"). On (B)(6) 2014, the patient experienced pruritus ("generalized itching attacks on whole body"). In (B)(6) 2014, the patient experienced menometrorrhagia ("significant bleeding well beyond cycles"). In (B)(6) 2014, the patient experienced abdominal pain lower ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region"), dysmenorrhoea ("periods associated with particularly violent pains in the lower abdomen and lumbar region") and dyspareunia ("significant pain during intercourse"). On (B)(6) 2015, the patient experienced sinusitis bacterial ("loss of balance, diagnosis of infectious sinusitis"). On (B)(6) 2015, the patient experienced uterine haemorrhage ("uterine bleeding"). On (B)(6) 2015, the patient experienced carpal tunnel syndrome ("carpal tunnel with peripheral neurogenic involvement of the cervical c6 and c8-d1 right and c7 left with minimal sign of chronic denervatio") with arthralgia. On (B)(6) 2016, the patient experienced kyphosis ("kyphosis"). On (B)(6) 2017, the patient was found to have cutaneous t-cell lymphoma stage I (seriousness criterion hospitalization). On (B)(6) 2017, the patient was found to have benign breast neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("intense frontal headaches, but of irregular frequency, in particular nocturnal"), adenomyosis ("adenomyosis"), fatigue ("chronic, overwhelming and disabling fatigue / fatigue"), nausea ("nausea"), dizziness ("dizziness"), disorientation ("spatial temporal disorientation"), speech disorder ("speech disorders"), neck pain ("neck pain requiring the wearing of a cervical collar"), disturbance in attention ("concentration disorders"), memory impairment ("memory problems such as forgetting recent conversations, loss of memory"), loss of libido ("major drop in libido"), mood swings ("mood swings"), insomnia ("sleeping troubles"), migraine ("intense migrane"), abdominal pain upper ("stomach aches"), hyperacusis ("intolerance to noise"), occipital neuralgia ("occipital neuralgia") and visual impairment ("vision disorders") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with amoxicillin trihydrate;clavulanate potassium (augmentin), methylprednisolone (solupred), oral contraceptive nos, immobilization (cervical collar) and surgery ((B)(6) 2018, total left mastectomy, sentinel lymph node excision, essure removal via hysteriectomy and bilateral salpingetomy on (B)(6) 2018 and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cutaneous t-cell lymphoma stage I, benign breast neoplasm, accessory cardiac pathway, carpal tunnel syndrome, abdominal pain lower, back pain, menometrorrhagia, uterine haemorrhage, dyspareunia, pruritus, headache, adenomyosis, uterine leiomyoma, skin discolouration, alopecia, tinea versicolour, kyphosis, nausea, disorientation, speech disorder, neck pain, disturbance in attention, memory impairment, loss of libido, mood swings, insomnia, abdominal pain upper, hyperacusis, occipital neuralgia and visual impairment outcome was unknown, the dysmenorrhoea, fatigue, dizziness and sinusitis bacterial had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, accessory cardiac pathway, adenomyosis, alopecia, back pain, benign breast neoplasm, carpal tunnel syndrome, cutaneous t-cell lymphoma stage I, disorientation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hyperacusis, insomnia, kyphosis, loss of libido, memory impairment, menometrorrhagia, migraine, mood swings, nausea, neck pain, occipital neuralgia, pelvic pain, pruritus, sinusitis bacterial, skin discolouration, speech disorder, tinea versicolour, uterine leiomyoma and visual impairment to be related to essure. No further causality assessment were provided for the product. The reporter commented: the practitioner then advised the patient to keep a contraceptive process for a period of three months after essure was implanted. Physician prescribed antifungal treatment to tinea versicolor. She was hospitalized from (B)(6) 2017 to (B)(6) 2017 in order to evaluate stage 1 mycosis fongoides, results of examinations were reassuring, did not show abt tumor on organs or in lymph nodes. But the oncologist claimed that the uterine implants were the cause of the disease and encouraged her to consult with gynecology department. At the end of hospitalization on (B)(6) 2017, doctor evoked hypogastric sensitivity during stay and questioned the implants as the possible cause. Date of MRI performed which showed a myomatous uterus result was contradictory, it might be likely late 2017 or early 2018. She took lutenyl on (B)(6) 2019, after essure removal procedural ) on (B)(6) 2018. On (B)(6) 2018, total left mastectomy and sentinel lymph node excision were performed in follow up it was reported, that on (B)(6) 2019, it was decided that the patient was to be treated with chemotherapy, radiation therapy and hormone therapy. On (B)(6) 2020, bilateral ovariectomy - pathological anatomy examination showed functional cyst on right the experts noted that no direct and certain relationship was between the symptoms presented and the essure inserts, and that multiple proven and documented pathologies fully explain the various clinical symptoms. The experts concluded that there was no relationship between these pathologies and essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Electromyogram - on (B)(6) 2015: for burning pain on both arms spreading to fingers: bilateral carpal tunnel syndrome. Magnetic resonance imaging - on an unknown date: myomatous uterus. Magnetic resonance imaging spinal - on (B)(6) 2015: for left cervico-brachial neuralgia showing stiffness associated with degenerative discopathy from c4-c7. Mammogram - on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. Pathology test - on (B)(6) 2017: biopsy cervix: a mainly monoclonal t population. Diagnosed stage 1 mycosis fongoides, a rare disease. Conclusion: cancerous pathology caused by t lymphocytes.; on (B)(6) 2017: a histological appearance in agreement with a complex sclerosing lesion that was not malignant.; on (B)(6) 2020: after bilateral ovariectomy - functional cyst on right found. Ultrasound breast - on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. Ultrasound scan - on (B)(6) 2017: endovaginal ultrasound showed several subserosal myomas, no adenomyosis, no deep endometriosis, essure correctly placed, normal ovaries. X-ray - on (B)(6) 2014: control examination: implants correctly positioned; on (B)(6) 2014: scoliosis (known since 2010), worsening of lumbar lordosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2021: follow up information was received via lawyer: medical history was added: uterine fibroma, cervical dysplasia, colposcopy showed cin 1, scoliosis found in 2010 (removed from event screen), cervico-brachial neuralgia, depression (treated with seroplex and lexomil). Tests or test dates added. Start date added to some events. Event term change: balande disorder was changed to sinusitis bacterial (treated with augmentin und solupred); intermenstrual bleeding was changed to menormetrorrhagia, events added: dysmenorrhea was added. Causality comment was added from medical experts (events are not medically confirmed). -health authority had detected duplicate to company record # (B)(4) which will be deleted in bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New events from duplicate: hyperacusis, occipital neuralgia, and visual impairment. The event genital hemorrhage was changed to menometrorrhagia a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm on 01-dec-2020. The most recent information was received on 11-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), cutaneous t-cell lymphoma stage I ('she was hospitalized in order to evaluate stage 1 mycosis fongoides'), benign breast neoplasm ('an unusual lump in her breasts') and accessory cardiac pathway ('bundle of kent (history of wolff parkinson white syndrome)') in a 40-year-old female patient who had essure (batch no. B21573) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in (B)(6)2013, rubella virus test positive in 2013, toxoplasmosis in 2013, syphilis test negative in 2013, hepatitis b surface antibody negative in 2013, hiv negative in 2013, wolff-parkinson-white syndrome (about one episode per year) in 2009, anemia (complications on pregnancy), urinary tract infection (complications on pregnancy), vaginal infection (complications on pregnancy), endometritis infection (complications on pregnancy), allergy to metals (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons), pruritus (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin swelling (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin infection pyogenic (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), tobacco poisoning (1 pack/yeae), spontaneous abortion, parity 5, elective abortion and multi gravida. Previously administered products included for contraceptive: cerazette. Concurrent conditions included nickel sensitivity. On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced pruritus ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), skin discolouration ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), alopecia ("lose significantly her hair") and tinea versicolour ("tinea versicolor"). On (B)(6)2014, the patient experienced accessory cardiac pathway (seriousness criterion medically significant), 3 months 20 days after insertion of essure. In (B)(6)2014, the patient experienced abdominal pain lower ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region"), genital haemorrhage ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region") and dyspareunia ("significant pain during intercourse"). On (B)(6)2016, the patient experienced kyphosis ("kyphosis"). On (B)(6)2017, the patient was found to have cutaneous t-cell lymphoma stage I (seriousness criterion hospitalization). On (B)(6)2017, the patient was found to have benign breast neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), carpal tunnel syndrome ("carpal tunnel with peripheral neurogenic involvement of the cervical c6 and c8-d1 right and c7 left with minimal sign of chronic denervatio") with arthralgia, back pain ("back pain"), metrorrhagia ("significant bleeding well beyond cycles"), headache ("intense frontal headaches, but of irregular frequency, in particular nocturnal"), adenomyosis ("adenomyosis"), fatigue ("chronic, overwhelming and disabling fatigue / fatigue"), scoliosis ("scoliosis"), nausea ("nausea"), dizziness ("dizziness"), balance disorder ("loss of balance"), disorientation ("spatial temporal disorientation"), speech disorder ("speech disorders"), neck pain ("neck pain requiring the wearing of a cervical collar"), disturbance in attention ("concentration disorders"), memory impairment ("memory problems such as forgetting recent conversations"), loss of libido ("major drop in libido"), mood swings ("mood swings"), insomnia ("sleeping troubles"), migraine ("intense migrane") and abdominal pain upper ("stomach aches") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was hospitalized from (B)(6)2017. The patient was treated with bromazepam (lexomil), escitalopram oxalate (seroplex), oral contraceptive nos, immobilization (cervical collar) and surgery (essure removal via hysteriectomy and bilateral salpingetomy on (B)(6)2018, left mastectomy on (B)(6)2018 and ablation). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, cutaneous t-cell lymphoma stage I, benign breast neoplasm, carpal tunnel syndrome, abdominal pain lower, back pain, metrorrhagia, dyspareunia, pruritus, headache, adenomyosis, uterine leiomyoma, accessory cardiac pathway, skin discolouration, alopecia, tinea versicolour, kyphosis, scoliosis, nausea, disorientation, speech disorder, neck pain, disturbance in attention, memory impairment, loss of libido, mood swings, insomnia and abdominal pain upper outcome was unknown, the genital haemorrhage, fatigue, dizziness and balance disorder had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, accessory cardiac pathway, adenomyosis, alopecia, back pain, balance disorder, benign breast neoplasm, carpal tunnel syndrome, cutaneous t-cell lymphoma stage I, disorientation, disturbance in attention, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, kyphosis, loss of libido, memory impairment, metrorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pruritus, scoliosis, skin discolouration, speech disorder, tinea versicolour and uterine leiomyoma to be related to essure. The reporter commented: the practitioner then advised the patient to keep a contraceptive process for a period of three months after essure was implanted. Physician prescribed antifungal treatment to tinea versicolor. She was hospitalized from (B)(6)2017 in order to evaluate stage 1 mycosis fongoides, the results of the examinations were reassuring, and did not show abt tumor on the organs or in the patient¿s lymph nodes. However, the oncologist claimed that the uterine implants were the cause of the disease and encouraged her to consult with the gynecology department. At the end of her hospitalization on (B)(6)2017, the doctor evoked hypogastric sensitivity during the stay and questioned the implants as the possible cause. The date of MRI performed which showed a myomatous uterus result was contradictory, it might be likely late 2017 or early 2018. She intake lutenyl on (B)(6)2019, after essure removal procedural. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Gynaecological examination - on (B)(6)2014: a control examination concluded that the implants were correctly positioned. Magnetic resonance imaging - on an unknown date: showed a myomatous uterus. Magnetic resonance imaging spinal - on (B)(6)2015: showed degenerative discopathy from c4-c7. Mammogram - on (B)(6)2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. Pathology test - on (B)(6)2017: the biopsy showed a mainly monoclonal t population. Diagnosed stage 1 mycosis fongoides, a rare disease. She concluded that it was a cancerous pathology caused by t lymphocytes.; on (B)(6)2017: a histological appearance in agreement with a complex sclerosing lesion that was not malignant. Ultrasound breast - on (B)(6)2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: a new reporter type (lawyer), patient´s weight and height, the essure lot number and concomitant conditions were provided. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm on 01-dec-2020. The most recent information was received on 09-dec-2020. This spontaneous case describes the occurrence of pelvic pain ('severe pelvic pain'), cutaneous t-cell lymphoma stage I ('she was hospitalized in order to evaluate stage 1 mycosis fongoides'), benign breast neoplasm ('an unusual lump in her breasts') and accessory cardiac pathway ('bundle of kent (history of wolff parkinson white syndrome)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in (B)(6) 2013, rubella virus test positive in 2013, toxoplasmosis in 2013, syphilis test negative in 2013, hepatitis b surface antibody negative in 2013, hiv negative in 2013, wolff-parkinson-white syndrome (about one episode per year) in 2009, gravida I, anemia (complications on pregnancy), urinary tract infection (complications on pregnancy), vaginal infection (complications on pregnancy), endometritis infection (complications on pregnancy), allergy to metals (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons), pruritus (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin swelling (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin infection pyogenic (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), tobacco poisoning (1 pack/yeae), spontaneous abortion, parity 1, elective abortion and multi gravida. Previously administered products included for contraceptive: cerazette. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pruritus ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), skin discolouration ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), alopecia ("lose significantly her hair") and tinea versicolour ("tinea versicolor"). On (B)(6) 2014, the patient experienced accessory cardiac pathway (seriousness criterion medically significant), 3 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced abdominal pain lower ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region"), genital haemorrhage ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region") and dyspareunia ("significant pain during intercourse"). On (B)(6) 2016, the patient experienced kyphosis ("kyphosis"). On (B)(6) 2017, the patient was found to have cutaneous t-cell lymphoma stage I (seriousness criterion hospitalization). On (B)(6) 2017, the patient was found to have benign breast neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), metrorrhagia ("significant bleeding well beyond cycles"), headache ("intense frontal headaches, but of irregular frequency, in particular nocturnal"), adenomyosis ("adenomyosis"), fatigue ("chronic, overwhelming and disabling fatigue"), carpal tunnel syndrome ("carpal tunnel with peripheral neurogenic involvement of the cervical c6 and c8-d1 right and c7 left with minimal sign of chronic denervatio") with arthralgia, scoliosis ("scoliosis"), nausea ("nausea"), dizziness ("dizziness"), balance disorder ("loss of balance"), disorientation ("spatial temporal disorientation"), speech disorder ("speech disorders"), neck pain ("neck pain requiring the wearing of a cervical collar"), disturbance in attention ("concentration disorders"), memory impairment ("memory problems such as forgetting recent conversations"), loss of libido ("major drop in libido"), mood swings ("mood swings"), insomnia ("sleeping troubles") and migraine ("intense migrane") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was hospitalized from (B)(6) 2017. The patient was treated with bromazepam (lexomil), escitalopram oxalate (seroplex), oral contraceptive nos, immobilization (cervical collar) and surgery (essure removal via hysteriectomy and bilateral salpingetomy on (B)(6) 2018, left mastectomy on (B)(6) 2018 and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cutaneous t-cell lymphoma stage I, abdominal pain lower, back pain, metrorrhagia, dyspareunia, pruritus, headache, adenomyosis, uterine leiomyoma, benign breast neoplasm, accessory cardiac pathway, skin discolouration, alopecia, tinea versicolour, carpal tunnel syndrome, kyphosis, scoliosis, nausea, disorientation, speech disorder, neck pain, disturbance in attention, memory impairment, loss of libido, mood swings and insomnia outcome was unknown, the genital haemorrhage, fatigue, dizziness and balance disorder had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, accessory cardiac pathway, adenomyosis, alopecia, back pain, balance disorder, benign breast neoplasm, carpal tunnel syndrome, cutaneous t-cell lymphoma stage I, disorientation, disturbance in attention, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, kyphosis, loss of libido, memory impairment, metrorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pruritus, scoliosis, skin discolouration, speech disorder, tinea versicolour and uterine leiomyoma to be related to essure. The reporter commented: the practitioner then advised the patient to keep a contraceptive process for a period of three months after essure was implanted. Physician prescribed antifungal treatment to tinea versicolor. She was hospitalized from (B)(6) 2017 in order to evaluate stage 1 mycosis fongoides, the results of the examinations were reassuring, and did not show abt tumor on the organs or in the patient¿s lymph nodes. However, the oncologist claimed that the uterine implants were the cause of the disease and encouraged her to consult with the gynecology department. At the end of her hospitalization on (B)(6) 2017, the doctor evoked hypogastric sensitivity during the stay and questioned the implants as the possible cause. The date of MRI performed which showed a myomatous uterus result was contradictory, it might be likely late 2017 or early 2018. She intake lutenyl on (B)(6) 2019, after essure removal procedural. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: showed a myomatous uterus. Magnetic resonance imaging spinal - on (B)(6) 2015: showed degenerative discopathy from c4-c7. Mammogram - on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left.. Pathology test - on (B)(6) 2017: the biopsy showed a mainly monoclonal t population. Diagnosed stage 1 mycosis fongoides, a rare disease. She concluded that it was a cancerous pathology caused by t lymphocytes.; on (B)(6) 2017: a histological appearance in agreement with a complex sclerosing lesion that was not malignant.. Ultrasound breast - on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: ha reference added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('severe pelvic pain'), cutaneous t-cell lymphoma stage I ('she was hospitalized in order to evaluate stage 1 mycosis fongoides'), benign breast neoplasm ('an unusual lump in her breasts') and accessory cardiac pathway ('bundle of kent (history of wolff parkinson white syndrome)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in (B)(6) 2013, rubella virus test positive in 2013, toxoplasmosis in 2013, syphilis test negative in 2013, hepatitis b surface antibody negative in 2013, hiv negative in 2013, wolff-parkinson-white syndrome (about one episode per year) in 2009, gravida I, anemia (complications on pregnancy), urinary tract infection (complications on pregnancy), vaginal infection (complications on pregnancy), endometritis infection (complications on pregnancy), allergy to metals (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons), pruritus (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin swelling (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin infection pyogenic (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), tobacco poisoning (1 pack/yeae), spontaneous abortion, parity 1, elective abortion and multi gravida. Previously administered products included for contraceptive: cerazette. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pruritus ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), skin discolouration ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), alopecia ("lose significantly her hair") and tinea versicolour ("tinea versicolor"). On (B)(6) 2014, the patient experienced accessory cardiac pathway (seriousness criterion medically significant), 3 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced abdominal pain lower ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region"), genital haemorrhage ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region") and dyspareunia ("significant pain during intercourse"). On (B)(6) 2016, the patient experienced kyphosis ("kyphosis"). On (B)(6) 2017, the patient was found to have cutaneous t-cell lymphoma stage I (seriousness criterion hospitalization). On (B)(6) 2017, the patient was found to have benign breast neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("chronic, overwhelming and disabling fatigue"), carpal tunnel syndrome ("carpal tunnel with peripheral neurogenic involvement of the cervical c6 and c8-d1 right and c7 left with minimal sign of chronic denervatio") with arthralgia, scoliosis ("scoliosis"), nausea ("nausea"), dizziness ("dizziness"), balance disorder ("loss of balance"), disorientation ("spatial temporal disorientation"), speech disorder ("speech disorders"), headache ("intense frontal headaches, but of irregular frequency, in particular nocturnal"), neck pain ("neck pain requiring the wearing of a cervical collar"), disturbance in attention ("concentration disorders"), memory impairment ("memory problems such as forgetting recent conversations"), loss of libido ("major drop in libido"), mood swings ("mood swings"), insomnia ("sleeping troubles"), adenomyosis ("adenomyosis"), migraine ("intense migraine") and metrorrhagia ("significant bleeding well beyond cycles") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with bromazepam (lexomil), escitalopram oxalate (seroplex), oral contraceptive nos, immobilization (cervical collar) and surgery (essure removal via hysterectomy and bilateral salpingectomy on (B)(6) 2018, left mastectomy on (B)(6) 2018 and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cutaneous t-cell lymphoma stage I, benign breast neoplasm, accessory cardiac pathway, pruritus, skin discolouration, alopecia, tinea versicolour, abdominal pain lower, back pain, uterine leiomyoma, dyspareunia, carpal tunnel syndrome, kyphosis, scoliosis, nausea, disorientation, speech disorder, headache, neck pain, disturbance in attention, memory impairment, loss of libido, mood swings, insomnia, adenomyosis and metrorrhagia outcome was unknown, the genital haemorrhage, fatigue, dizziness and balance disorder had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, accessory cardiac pathway, adenomyosis, alopecia, back pain, balance disorder, benign breast neoplasm, carpal tunnel syndrome, cutaneous t-cell lymphoma stage I, disorientation, disturbance in attention, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, kyphosis, loss of libido, memory impairment, metrorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pruritus, scoliosis, skin discolouration, speech disorder, tinea versicolour and uterine leiomyoma to be related to essure. The reporter commented: the practitioner then advised the patient to keep a contraceptive process for a period of three months after essure was implanted. Physician prescribed antifungal treatment to tinea versicolor. She was hospitalized from (B)(6) 2017 to (B)(6) 2017 in order to evaluate stage 1 mycosis fongoides, the results of the examinations were reassuring, and did not show abt tumor on the organs or in the patient¿s lymph nodes. However, the oncologist claimed that the uterine implants were the cause of the disease and encouraged her to consult with the gynecology department. At the end of her hospitalization on (B)(6) 2017, the doctor evoked hypogastric sensitivity during the stay and questioned the implants as the possible cause. The date of MRI performed which showed a myomatous uterus result was contradictory, it might be likely late 2017 or early 2018. She intake lutenyl on (B)(6) 2019, after essure removal procedural. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: showed a myomatous uterus. Magnetic resonance imaging spinal - on (B)(6) 2015: showed degenerative discopathy from c4-c7. Mammogram - on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. Pathology test - on (B)(6) 2017: the biopsy showed a mainly monoclonal t population. Diagnosed stage 1 mycosis fongoides, a rare disease. She concluded that it was a cancerous pathology caused by t lymphocytes.; on (B)(6) 2017: a histological appearance in agreement with a complex sclerosing lesion that was not malignant.. Ultrasound breast - on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. Amendment: the report was amended for the following reason: correction: the event 'significant bleeding well beyond cycles' was added to the case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Severe pelvic pain [pelvic pain female] she was hospitalized in order to evaluate stage 1 mycosis fungoides [mycosis fungoides (working formulation) stage I] an unusual lump in her breasts [breast lump (benign)] bundle of kent (history of wolff parkinson white syndrome) [kent's bundle conduction] carpal tunnel with peripheral neurogenic involvement of the cervical c6 and c8-d1 right and c7 left with minimal sign of chronic denervation [carpal tunnel syndrome] bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region [lower abdominal pain] back pain [back pain] significant bleeding well beyond cycles [menometrorrhagia] periods associated with particularly violent pains in the lower abdomen and lumbar region [period pains] uterine bleeding [uterine bleeding] significant pain during intercourse [dyspareunia] generalized itching attacks on whole body [itching - generalised] intense frontal headaches, but of irregular frequency, in particular nocturnal [nocturnal headache] adenomyosis [adenomyosis] myomatous uterus [uterine myomatosis] chronic, overwhelming and disabling fatigue / fatigue [chronic fatigue] generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe / skin disorder [skin discolouration] lose significantly her hair [hair loss] tinea versicolor [tinea versicolor] pain in the hands and arms, radiating to the back and neck [arthralgia] kyphosis [kyphosis] nausea [nausea] dizziness [dizziness] loss of balance, diagnosis of infectious sinusitis [sinusitis bacterial] spatial temporal disorientation [temporospatial disorientation] speech disorders [speech disorder] neck pain requiring the wearing of a cervical collar [neck pain] concentration disorders [concentration impairment] memory problems such as forgetting recent conversations, loss of memory [forgetfulness] major drop in libido [loss of libido] mood swings [mood swings] sleeping troubles [difficulty sleeping] intense migraine [migraine] stomach aches [stomach ache] intolerance to noise [hyperacusis] occipital neuralgia [occipital neuralgia] vision disorders [visual impairment] burning sensation [burning sensation] tingling in hands, legs and feet [tingling feet/hands] thyroid disorders (mildly overactive) [hyperthyroidism] tachycardia [tachycardia] itchy skin [itchy skin] dorsal pain [dorsal pain] lumbar pain [lumbar pain] mammary cysts and nodules [breast cyst] bleeding after sexual intercourse [post coital bleeding] carpal tunnel syndrome [carpal tunnel syndrome] breast cancer [breast cancer] uterine fibroids [uterine fibroids] reduced visual acuity [visual acuity reduced] unusual frequent heavy bleeding [genital bleeding] asthenia [asthenia]. Case narrative: the below report was received by health authority ansm on 01-dec-2020. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), cutaneous t-cell lymphoma stage I ("she was hospitalized in order to evaluate stage 1 mycosis fungoides"), benign breast neoplasm ("an unusual lump in her breasts") and accessory cardiac pathway ("bundle of kent (history of wolff parkinson white syndrome)") in a 40 year-old female patient who had essure inserted (lot no. B21573) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depression (sick leave) on (B)(6) 2016, cervicobrachialgia in 2015, cervical intraepithelial neoplasia I (colposcopy (B)(6) 2014 showed cin 1), uterine fibroma (3 cm), caesarean section, hiv negative, hepatitis b surface antibody negative, syphilis test negative, toxoplasmosis and rubella virus test positive in 2013, scoliosis (worsening of lumbar lordosis in (B)(6) 2014) in 2010, wolff-parkinson-white syndrome (about one episode per year) in 2009 and multigravida (10), elective abortion (3), parity 5, spontaneous abortion (2), tobacco poisoning (1 pack/year), skin infection pyogenic (allergic to costume jewelry), skin swelling (allergic to costume jewelry), pruritus (costume jewelry caused violent infections reaction on skin), endometritis infection (complications on pregnancy), vaginal infection (complications on pregnancy), urinary tract infection (complications on pregnancy) and anemia (complications on pregnancy). Previously administered products included: cerazette [desogestrel] for contraceptive. As concurrent condition the report mentioned allergy to metals (since adolescence allergic to costume jewelry, belt buckles, jeans buttons). Concomitant products included seroplex (escitalopram oxalate) for depression since (B)(6) 2016 with a previous dosage regimen since (B)(6) 2016 and lexomil (bromazepam) for depression since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 108 days after essure insertion, she experienced accessory cardiac pathway (seriousness criterion medically important). On (B)(6) 2014 she experienced tinea versicolour ("tinea versicolor"). On (B)(6) 2014 she experienced itching - generalised ("generalized itching attacks on whole body"). In (B)(6) 2014 she experienced skin discolouration ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe / skin disorder") and alopecia ("lose significantly her hair"). In (B)(6) 2014 she experienced menometrorrhagia ("significant bleeding well beyond cycles"). In (B)(6) 2014 she experienced abdominal pain lower ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region"), dysmenorrhoea ("periods associated with particularly violent pains in the lower abdomen and lumbar region") and dyspareunia ("significant pain during intercourse"). On (B)(6) 2015 she experienced sinusitis bacterial ("loss of balance, diagnosis of infectious sinusitis"). On (B)(6) 2015 she experienced uterine haemorrhage ("uterine bleeding"). On (B)(6) 2015 she experienced a first episode of carpal tunnel syndrome ("carpal tunnel with peripheral neurogenic involvement of the cervical c6 and c8-d1 right and c7 left with minimal sign of chronic denervation") with arthralgia. On (B)(6) 2016 she experienced kyphosis ("kyphosis"). On (B)(6) 2017 she was found to have cutaneous t-cell lymphoma stage I (seriousness criterion hospitalisation). On (B)(6) 2017 she was found to have benign breast neoplasm (seriousness criterion medically important). Essure was removed on (B)(6) 2018. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), back pain ("back pain"), headache ("intense frontal headaches, but of irregular frequency, in particular nocturnal"), adenomyosis ("adenomyosis"), fatigue ("chronic, overwhelming and disabling fatigue / fatigue"), nausea ("nausea"), dizziness ("dizziness"), disorientation ("spatial temporal disorientation"), speech disorder ("speech disorders"), neck pain ("neck pain requiring the wearing of a cervical collar"), disturbance in attention ("concentration disorders"), memory impairment ("memory problems such as forgetting recent conversations, loss of memory"), loss of libido ("major drop in libido"), mood swings ("mood swings"), insomnia ("sleeping troubles"), migraine ("intense migraine"), abdominal pain upper ("stomach aches"), hyperacusis ("intolerance to noise"), occipital neuralgia ("occipital neuralgia"), visual impairment ("vision disorders"), burning sensation ("burning sensation"), paraesthesia ("tingling in hands, legs and feet"), hyperthyroidism ("thyroid disorders (mildly overactive)"), tachycardia ("tachycardia"), itchy skin ("itchy skin"), dorsal pain ("dorsal pain"), lumbar pain ("lumbar pain"), breast cyst ("mammary cysts and nodules"), coital bleeding ("bleeding after sexual intercourse"), a second episode of carpal tunnel syndrome ("carpal tunnel syndrome"), visual acuity reduced ("reduced visual acuity"), genital haemorrhage ("unusual frequent heavy bleeding") and asthenia ("asthenia") and was found to have uterine myomatosis ("myomatous uterus"), breast cancer ("breast cancer") and uterine fibroids ("uterine fibroids"). The patient was hospitalised from (B)(6) 2017. The patient was treated with oral contraceptive nos, augmentin [amoxicillin trihydrate; clavulanate potassium] and solupred [methylprednisolone] as well as surgery (essure removal via hysterectomy and bilateral salpingectomy on (B)(6) 2018, total left mastectomy, sentinel lymph node excision and ablation) and immobilization (cervical collar). At the time of the report, the dysmenorrhoea, fatigue, dizziness and sinusitis bacterial had resolved and the migraine had not resolved. The outcomes for pelvic pain, cutaneous t-cell lymphoma stage I, benign breast neoplasm, accessory cardiac pathway, abdominal pain lower, back pain, menometrorrhagia, uterine haemorrhage, dyspareunia, itching - generalised, headache, adenomyosis, uterine leiomyoma, skin discolouration, alopecia, tinea versicolour, kyphosis, nausea, disorientation, speech disorder, neck pain, disturbance in attention, memory impairment, loss of libido, mood swings, insomnia, abdominal pain upper, hyperacusis, occipital neuralgia, visual impairment, paraesthesia, hyperthyroidism, tachycardia, itchy skin, lumbar pain, breast cyst, coital bleeding, breast cancer, visual acuity reduced, genital haemorrhage, asthenia and the last episode of carpal tunnel syndrome were unknown. The reporter considered abdominal pain lower, abdominal pain upper, accessory cardiac pathway, adenomyosis, alopecia, asthenia, back pain, dorsal pain, lumbar pain, benign breast neoplasm, breast cancer, breast cyst, burning sensation, the first episode of carpal tunnel syndrome, the second episode of carpal tunnel syndrome, coital bleeding, cutaneous t-cell lymphoma stage I, disorientation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hyperacusis, hyperthyroidism, insomnia, kyphosis, loss of libido, memory impairment, menometrorrhagia, migraine, mood swings, nausea, neck pain, occipital neuralgia, paraesthesia, pelvic pain, itching - generalised, itchy skin, sinusitis bacterial, skin discolouration, speech disorder, tachycardia, tinea versicolour, uterine haemorrhage, uterine myomatosis, uterine fibroids, visual acuity reduced and visual impairment to be related to essure administration. The reporter commented: the practitioner then advised the patient to keep a contraceptive process for a period of three months after essure was implanted. Physician prescribed antifungal treatment to tinea versicolor. She was hospitalized from (B)(6) 2017 in order to evaluate stage 1 mycosis fungoides, results of examinations were reassuring, did not show abt tumor on organs or in lymph nodes. But the oncologist claimed that the uterine implants were the cause of the disease and encouraged her to consult with gynecology department. At the end of hospitalization on (B)(6) 2017, doctor evoked hypogastric sensitivity during stay and questioned the implants as the possible cause. Date of MRI performed which showed a myomatous uterus result was contradictory, it might be likely late 2017 or early 2018. She took lutenyl on (B)(6) 2019, after essure removal procedural) on (B)(6) 2018. On (B)(6) 2018, total left mastectomy and sentinel lymph node excision were performed in follow up it was reported, that on (B)(6) 2019, it was decided that the patient was to be treated with chemotherapy, radiation therapy and hormone therapy. On (B)(6) 2020, bilateral ovariectomy - pathological anatomy examination showed functional cyst on right the experts noted that no direct and certain relationship was between the symptoms presented and the essure inserts, and that multiple proven and documented pathologies fully explain the various clinical symptoms. The experts concluded that there was no relationship between these pathologies and essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.644 kg/sqm. [Electromyogram] on (B)(6) 2015: for burning pain on both arms spreading to fingers: bilateral carpal tunnel syndrome [magnetic resonance imaging] (date unknown): myomatous uterus [magnetic resonance imaging spinal] on (B)(6) 2015: for left cervico-brachial neuralgia showing stiffness associated with degenerative discopathy from c4-c7 [mammogram] on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. [Pathology test] on (B)(6) 2017: biopsy cervix: a mainly monoclonal t population. Diagnosed stage 1 mycosis fungoides, a rare disease. Conclusion: cancerous pathology caused by t lymphocytes.; on (B)(6) 2017: a histological appearance in agreement with a complex sclerosing lesion that was not malignant.; on (B)(6) 2020: after bilateral ovariectomy - functional cyst on right found [ultrasound breast] on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. [Ultrasound scan] on (B)(6) 2017: endovaginal ultrasound showed several subserosal myomas, no adenomyosis, no deep endometriosis, essure correctly placed, normal ovaries [x-ray] on (B)(6) 2014: control examination: implants correctly positioned; on (B)(6) 2014: scoliosis (known since 2010), worsening of lumbar lordosis quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new events burning sensation, tingling in hands, legs and feet, thyroid disorders (mildly overactive), tachycardia, itchy skin, persistent dorsal and lumbar pain, mammary cysts and nodules, bleeding after sexual intercourse, carpal tunnel syndrome, breast cancer, uterine fibroids were added. Additional reporter (lawyer) added. Cluster ID added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm on 01-dec-2020. The most recent information was received on 18-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), cutaneous t-cell lymphoma stage I ('she was hospitalized in order to evaluate stage 1 mycosis fongoides'), benign breast neoplasm ('an unusual lump in her breasts') and accessory cardiac pathway ('bundle of kent (history of wolff parkinson white syndrome)') in a 40-year-old female patient who had essure (batch no: b21573) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section on (B)(6) 2013, rubella virus test positive in 2013, toxoplasmosis in 2013, syphilis test negative in 2013, hepatitis b surface antibody negative in 2013, hiv negative in 2013, wolff-parkinson-white syndrome (about one episode per year) in 2009, anemia (complications on pregnancy), urinary tract infection (complications on pregnancy), vaginal infection (complications on pregnancy), endometritis infection (complications on pregnancy), allergy to metals (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons), pruritus (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin swelling (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin infection pyogenic (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), tobacco poisoning (1 pack/yeae), spontaneous abortion, parity 5, elective abortion and multi gravida. Previously administered products included for contraceptive: cerazette. Concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pruritus ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), skin discolouration ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), alopecia ("lose significantly her hair") and tinea versicolour ("tinea versicolor"). On (B)(6) 2014, the patient experienced accessory cardiac pathway (seriousness criterion medically significant), 3 months 20 days after insertion of essure. On (B)(6) 2014, the patient experienced abdominal pain lower ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region"), genital haemorrhage ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region") and dyspareunia ("significant pain during intercourse"). On (B)(6) 2016, the patient experienced kyphosis ("kyphosis"). On (B)(6) 2017, the patient was found to have cutaneous t-cell lymphoma stage I (seriousness criterion hospitalization). On (B)(6) 2017, the patient was found to have benign breast neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), carpal tunnel syndrome ("carpal tunnel with peripheral neurogenic involvement of the cervical c6 and c8-d1 right and c7 left with minimal sign of chronic denervation") with arthralgia, back pain ("back pain"), metrorrhagia ("significant bleeding well beyond cycles"), headache ("intense frontal headaches, but of irregular frequency, in particular nocturnal"), adenomyosis ("adenomyosis"), fatigue ("chronic, overwhelming and disabling fatigue / fatigue"), scoliosis ("scoliosis"), nausea ("nausea"), dizziness ("dizziness"), balance disorder ("loss of balance"), disorientation ("spatial temporal disorientation"), speech disorder ("speech disorders"), neck pain ("neck pain requiring the wearing of a cervical collar"), disturbance in attention ("concentration disorders"), memory impairment ("memory problems such as forgetting recent conversations"), loss of libido ("major drop in libido"), mood swings ("mood swings"), insomnia ("sleeping troubles"), migraine ("intense migraine") and abdominal pain upper ("stomach aches") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was hospitalized from on (B)(6) 2017. The patient was treated with bromazepam (lexomil), escitalopram oxalate (seroplex), oral contraceptive nos, immobilization (cervical collar) and surgery (essure removal via hysterectomy and bilateral salpingectomy on (B)(6) 2018, left mastectomy on (B)(6) 2018 and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cutaneous t-cell lymphoma stage I, benign breast neoplasm, carpal tunnel syndrome, abdominal pain lower, back pain, metrorrhagia, dyspareunia, pruritus, headache, adenomyosis, uterine leiomyoma, accessory cardiac pathway, skin discolouration, alopecia, tinea versicolour, kyphosis, scoliosis, nausea, disorientation, speech disorder, neck pain, disturbance in attention, memory impairment, loss of libido, mood swings, insomnia and abdominal pain upper outcome was unknown, the genital haemorrhage, fatigue, dizziness and balance disorder had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, accessory cardiac pathway, adenomyosis, alopecia, back pain, balance disorder, benign breast neoplasm, carpal tunnel syndrome, cutaneous t-cell lymphoma stage I, disorientation, disturbance in attention, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, kyphosis, loss of libido, memory impairment, metrorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, pruritus, scoliosis, skin discolouration, speech disorder, tinea versicolour and uterine leiomyoma to be related to essure. The reporter commented: the practitioner then advised the patient to keep a contraceptive process for a period of three months after essure was implanted. Physician prescribed antifungal treatment to tinea versicolor. She was hospitalized from on (B)(6) 2017 in order to evaluate stage 1 mycosis fungoides, the results of the examinations were reassuring, and did not show abt tumor on the organs or in the patient¿s lymph nodes. However, the oncologist claimed that the uterine implants were the cause of the disease and encouraged her to consult with the gynecology department. At the end of her hospitalization on (B)(6) 2017, the doctor evoked hypogastric sensitivity during the stay and questioned the implants as the possible cause. The date of MRI performed which showed a myomatous uterus result was contradictory, it might be likely late 2017 or early 2018. She intake lutenyl on (B)(6) 2019, after essure removal procedural. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Gynaecological examination: on (B)(6) 2014: a control examination concluded that the implants were correctly positioned. Magnetic resonance imaging: on an unknown date: showed a myomatous uterus. Magnetic resonance imaging spinal: on (B)(6) 2015: showed degenerative discopathy from c4-c7. Mammogram: on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. Pathology test: on (B)(6) 2017: the biopsy showed a mainly monoclonal t population. Diagnosed stage 1 mycosis fungoides, a rare disease. She concluded that it was a cancerous pathology caused by t lymphocytes.; on (B)(6) 2017: a histological appearance in agreement with a complex sclerosing lesion that was not malignant.. Ultrasound breast: on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ('severe pelvic pain'), cutaneous t-cell lymphoma stage I ('she was hospitalized in order to evaluate stage 1 mycosis fungoides'), benign breast neoplasm ('an unusual lump in her breasts') and accessory cardiac pathway ('bundle of kent (history of wolff parkinson white syndrome)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in (B)(6), (B)(6) test (B)(6) in 2013, (B)(6) in 2013, syphilis test (B)(6) in 2013, (B)(6) surface (B)(6) in 2013, (B)(6) in 2013, wolff-parkinson-white syndrome (about one episode per year) in 2009, gravida I, anemia (complications on pregnancy), urinary tract infection (complications on pregnancy), vaginal infection (complications on pregnancy), endometritis infection (complications on pregnancy), allergy to metals (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons), pruritus (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin swelling (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), skin infection pyogenic (since adolescence she has been allergic to costume jewelry, including belt buckles and jeans buttons, which caused a violent infections reaction on the skin), tobacco poisoning (1 pack/year), spontaneous abortion, parity 1, elective abortion and multi gravida. Previously administered products included for contraceptive: cerazette. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pruritus ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), skin discolouration ("generalized itching attacks on the whole body, associated with a change in consistency and color of the skin where itching was most severe"), alopecia ("lose significantly her hair") and tinea versicolour ("tinea versicolor"). On (B)(6) 2014, the patient experienced accessory cardiac pathway (seriousness criterion medically significant), 3 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced abdominal pain lower ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region"), genital haemorrhage ("bleeding periods associated with particularly violent pains in the lower abdomen and lumbar region") and dyspareunia ("significant pain during intercourse"). On (B)(6) 2016, the patient experienced kyphosis ("kyphosis"). On (B)(6) 2017, the patient was found to have cutaneous t-cell lymphoma stage I (seriousness criterion hospitalization). On (B)(6) 2017, the patient was found to have benign breast neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("chronic, overwhelming and disabling fatigue"), carpal tunnel syndrome ("carpal tunnel with peripheral neurogenic involvement of the cervical c6 and c8-d1 right and c7 left with minimal sign of chronic denervation") with arthralgia, scoliosis ("scoliosis"), nausea ("nausea"), dizziness ("dizziness"), balance disorder ("loss of balance"), disorientation ("spatial temporal disorientation"), speech disorder ("speech disorders"), headache ("intense frontal headaches, but of irregular frequency, in particular nocturnal"), neck pain ("neck pain requiring the wearing of a cervical collar"), disturbance in attention ("concentration disorders"), memory impairment ("memory problems such as forgetting recent conversations"), loss of libido ("major drop in libido"), mood swings ("mood swings"), insomnia ("sleeping troubles"), adenomyosis ("adenomyosis") and migraine ("intense migraine") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was hospitalized from (B)(6) 2017. The patient was treated with bromazepam (lexomil), escitalopram oxalate (seroplex), oral contraceptive nos, immobilization (cervical collar) and surgery (essure removal via hysterectomy and bilateral salpingectomy on (B)(6) 2018, left mastectomy on (B)(6) 2018 and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cutaneous t-cell lymphoma stage I, benign breast neoplasm, accessory cardiac pathway, pruritus, skin discolouration, alopecia, tinea versicolour, abdominal pain lower, back pain, uterine leiomyoma, dyspareunia, carpal tunnel syndrome, kyphosis, scoliosis, nausea, disorientation, speech disorder, headache, neck pain, disturbance in attention, memory impairment, loss of libido, mood swings, insomnia and adenomyosis outcome was unknown, the genital haemorrhage, fatigue, dizziness and balance disorder had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, accessory cardiac pathway, adenomyosis, alopecia, back pain, balance disorder, benign breast neoplasm, carpal tunnel syndrome, cutaneous t-cell lymphoma stage I, disorientation, disturbance in attention, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, kyphosis, loss of libido, memory impairment, migraine, mood swings, nausea, neck pain, pelvic pain, pruritus, scoliosis, skin discolouration, speech disorder, tinea versicolour and uterine leiomyoma to be related to essure. The reporter commented: the practitioner then advised the patient to keep a contraceptive process for a period of three months after essure was implanted. Physician prescribed (B)(6) treatment to tinea versicolor. She was hospitalized from (B)(6) 2017 in order to evaluate stage 1 mycosis fungoides, the results of the examinations were reassuring, and did not show abt tumor on the organs or in the patient¿s lymph nodes. However, the oncologist claimed that the uterine implants were the cause of the disease and encouraged her to consult with the gynecology department. At the end of her hospitalization on (B)(6) 2017, the doctor evoked hypogastric sensitivity during the stay and questioned the implants as the possible cause. The date of MRI performed which showed a myomatous uterus result was contradictory, it might be likely late 2017 or early 2018. She intake lutenyl on (B)(6) 2019, after essure removal procedural. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: showed a myomatous uterus. Magnetic resonance imaging spinal - on (B)(6) 2015: showed degenerative discopathy from c4-c7. Mammogram - on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left.. Pathology test - on (B)(6) 2017: the biopsy showed a mainly monoclonal t population. Diagnosed stage 1 mycosis fungoides, a rare disease. She concluded that it was a cancerous pathology caused by t lymphocytes.; on (B)(6) 2017: a histological appearance in agreement with a complex sclerosing lesion that was not malignant.. Ultrasound breast - on (B)(6) 2017: revealed masses classified as ¿acr3¿ on the right and as ¿acr 4¿ on the left. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.